Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. C03099) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". The patient's past medical history included caesarean section, breech presentation, gravida ii and parity 1. Concurrent conditions included overweight, cyst rupture, lightheadedness and asthma. Concomitant products included salbutamol (albuterol) since 1997 for asthma and levonorgestrel (mirena) from 2010 to 2016 for birth control. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain lower ("lower abdominal area pain"). The patient was treated with surgery (hysterectomy (uterus and cervix removed)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the menorrhagia, menstrual disorder, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure coils were then placed with 3 trailing coils from the right tubal ostium and 11 trailing coils from the left tubal ostium, she is not currently planning for essure removal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. C03099) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". The patient's medical history included caesarean section, breech presentation, gravida ii, parity 1, hernia repair and epigastric hernia in 2011. Concurrent conditions included overweight, cyst rupture, lightheadedness, asthma, insomnia since (B)(6) 2016 and acid reflux (esophageal) since (B)(6) 2015. Concomitant products included ranitidine hydrochloride (zantac) since (B)(6) 2015 for acid reflux (esophageal), salbutamol (albuterol) since 1997 for asthma, levonorgestrel (mirena) from 2010 to 2016 for birth control, trazodone from (B)(6) 2016 to (B)(6) 2016 for insomnia as well as ibuprofen since (B)(6) 2013, medroxyprogesterone acetate (depo provera) (B)(6) 2014 to (B)(6) 2014, nsaids and paracetamol (acetaminophen) since (B)(6) 2014. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain lower ("lower abdominal area pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, abdominal pain lower and abdominal pain had resolved and the menorrhagia, menstrual disorder, vaginal haemorrhage, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure coils were then placed with 3 trailing coils from the right tubal ostium and 11 trailing coils from the left tubal ostium, she is not currently planning for essure removal. Discrepancy noted in current follow up plaintiff claimed that she has not had her essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event abdominal pain was added. Concomitant drugs were added. Medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. C03099) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". The patient's past medical history included caesarean section, breech presentation, gravida ii and parity 1. Concurrent conditions included overweight, cyst rupture, lightheadedness and asthma. Concomitant products included salbutamol (albuterol) since 1997 for asthma, levonorgestrel (mirena) from 2010 to 2016 for birth control as well as ibuprofen since (B)(6) 2013 and medroxyprogesterone (depo provera) (B)(6) 2014 to (B)(6) 2014. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain lower ("lower abdominal area pain"). The patient was treated with surgery (hysterectomy (uterus and cervix removed)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression and abdominal pain lower had resolved and the menorrhagia, menstrual disorder, vaginal haemorrhage, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure coils were then placed with 3 trailing coils from the right tubal ostium and 11 trailing coils from the left tubal ostium, she is not currently planning for essure removal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2018: new pfs received- outcome of event depression from unknown to recovered/resolved was updated. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. C03099) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". The patient's past medical history included caesarean section, breech presentation, gravida ii and parity 1. Concurrent conditions included overweight, cyst rupture, lightheadedness and asthma. Concomitant products included salbutamol (albuterol) since 1997 for asthma and levonorgestrel (mirena) from 2010 to 2016 for birth control. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain lower ("lower abdominal area pain"). The patient was treated with surgery (hysterectomy (uterus and cervix removed)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the menorrhagia, menstrual disorder, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure coils were then placed with 3 trailing coils from the right tubal ostium and 11 trailing coils from the left tubal ostium, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Most recent follow-up information incorporated above includes: on 13-jul-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number (c03099) added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, dysmenorrhea (cramping), lower abdominal area pain and no confirmation test added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. C03099) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". The patient's medical history included epigastric hernia in 2011, caesarean section, breech presentation, gravida ii, parity 1, hernia repair, menometrorrhagia, asthma, cardiac disorder and umbilical hernia repair. Concurrent conditions included insomnia since (B)(6) 2016, acid reflux (esophageal) since (B)(6) 2015, overweight, cyst rupture, lightheadedness, asthma and lower abdominal pain. Concomitant products included ranitidine hydrochloride (zantac) since (B)(6) 2015 for acid reflux (esophageal), salbutamol (albuterol) since 1997 for asthma, levonorgestrel (mirena) from 2010 to 2016 for birth control, trazodone from (B)(6) 2016 to (B)(6) 2016 for insomnia as well as ferrous sulfate, ibuprofen since (B)(6) 2013, medroxyprogesterone acetate (depo provera) (B)(6)2014 to (B)(6) 2014, nsaids, omeprazole and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain lower ("lower abdominal area pain"), abdominal pain ("abdominal pain") and intermenstrual bleeding ("metrorrhagia"). The patient was treated with surgery (ablation and hysterectomy (uterus and cervix removed)with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, abdominal pain lower, abdominal pain and intermenstrual bleeding had resolved and the heavy menstrual bleeding, menstrual disorder, vaginal haemorrhage, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure coils were then placed with 3 trailing coils from the right tubal ostium and 11 trailing coils from the left tubal ostium, she is not currently planning for essure removal. Discrepancy noted in current follow up plaintiff claimed that she has not had her essure removed. There was an essure coil protruding from the tubal ostia on the left. It was not seen on the right also reported in gross description as bilateral fallopian tubes containing metallic coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Reporter information, medical history, concomitant drugs added. Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. C03099) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". The patient's medical history included epigastric hernia in 2011, caesarean section, breech presentation, gravida ii, parity 1 and hernia repair. Concurrent conditions included insomnia since (B)(6) 2016, acid reflux (esophageal) since (B)(6) 2015, overweight, cyst rupture, lightheadedness and asthma. Concomitant products included ranitidine hydrochloride (zantac) since (B)(6) 2015 for acid reflux (esophageal), salbutamol (albuterol) since 1997 for asthma, levonorgestrel (mirena) from 2010 to 2016 for birth control, trazodone from (B)(6) 2016 to (B)(6) 2016 for insomnia as well as ibuprofen since (B)(6) 2013, medroxyprogesterone acetate (depo provera) (B)(6) 2014 to (B)(6) 2014, nsaids and paracetamol (acetaminophen) since (B)(6) 2014. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain lower ("lower abdominal area pain"), abdominal pain ("abdominal pain") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (ablation and hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, abdominal pain lower, abdominal pain and metrorrhagia had resolved and the menorrhagia, menstrual disorder, vaginal haemorrhage, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure coils were then placed with 3 trailing coils from the right tubal ostium and 11 trailing coils from the left tubal ostium, she is not currently planning for essure removal. Discrepancy noted in current follow up plaintiff claimed that she has not had her essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received.-event metrorrhagie was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.